Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter with wings and bd multiguard¿ technology, blood leaked from the blood control valve. The following information was provided by the initial reporter, translated from french to english: anti-return valve defect on venous kit, soiling of pants and sneakers. During the installation of the left forearm venous kit for the preparation of the exam on (B)(6), blood returned despite the anti-return valve in the device.

Event description:
It was reported that while using a bd cathena¿ safety IV catheter with wings and bd multiguard¿ technology, blood leaked from the blood control valve. The following information was provided by the initial reporter, translated from french to english: anti-return valve defect on venous kit, soiling of pants and sneakers. During the installation of the left forearm venous kit for the preparation of the exam on (B)(6), blood returned despite the anti-return valve in the device.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10